Event description:
It was reported that during a da vinci assisted surgical procedure, one surgical arm was not responding and was not recognizing an instrument. Prior to contacting technical support, staff had reseated the sterile adapter and the instrument, but the issue had persisted. Staff then had re-draped the arm and tried a different instrument, but the arm still had not recognized the instrument. No additional technical support troubleshooting had been performed during the call because the team had chosen to proceed and declined further troubleshooting at that time.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported engagement issue was confirmed and replicated. Logs showed errors 282 and 31009, indicating that instruments were not being recognized and confirming the fault occurred in the field. The unit was installed on a golden system, and error 282 was triggered during instrument installation, replicating the reported event. The fault persisted after testing multiple instrument types. After opening the carriage, the axes controller, carriage, instruments (acci) ffc was found to be not fully seated on accl2. Failure analysis (fa) reseated and secured the cable, after which the usm recognized instruments. Fa was able to power cycle and exercise the usm without issue once the accl ffc was properly reseated. Inspection of the printed circuit assembly (pca)s found that the connector on the accl had a shallow insertion depth, which caused the connection issue when plugging in the ffc. Fa identified the accl2 pca as the root cause of the reported event.